Manufacturer narrative:
H.6. Investigation: customer returned photos of 1cc, 12.7mm, 28g syringes and the associated blister packs. Customer states that they would like to know what the dots mean on each syringe. The photos were examined and exhibited a syringe with 2 dots printed on the barrel near the top of the scale, a syringe with 1 dot printed on the barrel near the top of the scale, and a syringe with no dots printed on the barrel near the top of the scale. As per manufacturing, the number of dots on the syringes corresponds to the impression on the drum, for tracking and analysis of print issues. There can be anywhere from 0-3 dots depending on the line. The samples shown in the photos all fall within specifications. Unable to perform DHR check for scale marking defective due to unknown lot number. Root cause cannot be determined at this time as the issue is unconfirmed.

Event description:
It was reported that the bd micro-finei¿ IV insulin syringe had scale marking issues. The following information was provided by the initial reporter: "there are ones with no dots, one dot and two dots (same packaging, gauge etc)."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. The customer's address is (B)(6) has been used as a default. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd micro-finei¿ IV insulin syringe had scale marking issues. The following information was provided by the initial reporter: "there are ones with no dots, one dot and two dots (same packaging, gauge etc)."